Event description:
The customer reported having high blood glucose for the past week. The caller stated that the insulin pump was not functioning properly as he was bolusing and his blood glucose did not change. The customer was getting no delivery alarms, but the cannula was not bent. The customer stated that the insulin pump was dropped multiple times when he was taken to the hospital for low blood glucose of 24mg/dl. The caller stated that he passed out the day of the event. Troubleshooting was performed. Reviewed the alarm history and found multiple no delivery alarms. The customer stated that the nurse recommended having the insulin pump replaced. The blood glucose reading at time of call was 400mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.